Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to the patient's high defibrillation thresholds (dfts). The event was later reopened for further analysis.